Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was dislodged. The patient had lead revision procedure performed on (B)(6) 2020. Post procedure the right ventricular lead exhibited high capture thresholds. The patient presented for another lead revision procedure. During procedure, the helix was retracted with difficulty. The lead was explanted and replaced. The patient was in stable condition.